Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to deliver a bolus during the sensor warm up period. The customer's blood glucose level was 111 mg/dl. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support.